Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer, wearing the pump in a case, initially tried adjusting their method of pressing the button as advised. When issues persisted, the case was removed, and further attempts were made to resolve the button issue. Despite these efforts, the button remained difficult to press, leading tandem technical support to decide on sending a replacement pump. The customer was instructed to follow storage and return procedures for the defective pump and was informed that training would be available with the replacement.